Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was programming settings on the replacement pump when a malfunction alarm occurred. It was indicated that the customer was not wearing the pump for insulin therapy at the time of the call. However, the customer stated that the "lantis insulin was wearing off" due to the malfunction alarm the customer was delayed insulin therapy. The customer's blood glucose level was impacted 383 mg/dl. The customer took a manual injection to stabilize blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.